Manufacturer narrative:
Insulin pump was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. The insulin pump was also received with a broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the loosened retainer. Finally the middle (enter) keypad button is cracked.

Event description:
Information received by medtronic indicated that there was cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.